Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that when the system was turned on and the commection for optical camera on the software was checked, a "localizer not connected" message was displayed. Rebooting the system did not resolve the issue. Scu for optical camera was checked but no issues were found. I/o hub was checked and the cable was disconnected and connected again and the system was able to communicate with optical camera. It was reported that there was a bad connection in I/o hub. System was rebooted several times and the issue did not occur again. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported there was a request to check the system¿s optical camera. No further information was provided. There was no patient impact.

Manufacturer narrative:
Additional information: updated initial reporter information. If information is provided in the future, a supplemental report will be issued.